Event description:
It was reported that revision surgery was performed due to failure of the devices. Prior to revision surgery, the patient suffered from pain and symptoms of cobalt poisoning. Revision was in 2010.